Event description:
It was reported that "squeaking ceramic on ceramic bearing." Surgeon noted that the cup 54 degrees and anteversion to 45 degrees. The capsule had impingement between the stem neck, and the posterior superior portion of the titanium ring on the ceramic liner.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.